Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed insr heating. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was a couple weeks ago the pt's charging unit was not working for it kept saying it could not find the device. Patient could sit for 4 hours and it might turn on and go to excellent charging for 2 minutes then it would go down to can't find it again and drain the controller battery. Patient had to plug the controller into the wall for it would get upset. Pt noted the recharger telemetry module (rtm) relay box would get hot. Patient noted they had to stay home on friday night to recharge their implanted neurostimulator. They kept on getting looking for device and would not go beyond that screen, after an hour they got the implantable neurostimulator (ins) to charge for two minutes then said no device found. Pt noted their ins was at 40% battery. During call patient verified no damage to the controller charging port or to the rtm. Pt noted their ins was new as of a year ago and the pt did not know why they got a new ins for their medtronic rep said to get a new one. Rep responded that patient had elective replacement indicator (eri) last year. Battery was discarded at time of replacement because of no known issues. They are unsure if patient received new controller or returned old one. Rep stated that patient called and said issue fixed with new cord and will return old one.